Event description:
Event description this implantable cardioverter defibrillator (ICD)is being followed because of a guidant advisory letter sent to physicians, identifying the system may experience an abnormal rise in pacing thresholds and impedance. Current measurements do not reveal an abnormal increase in impedance or thresholds. Cpi received information that this device and the rate sensing lead (model 0010, serial 009031) were explanted (on august 28, 1997) because of ventricular oversensing and a product advisory.